Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was interrogated due to reports of multiple shocks delivered. It was found that this product reached battery capacity depleted (bcd) status and later on, a code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) was inquired if any data can be retrieved from the shock event. Ts indicated that because the device is in bcd, events, therapy history and daily measurements are no longer available. Additionally, ts indicated that the code 1005 does not necessarily indicate coil fracture, just that the shock impedance is high and recommended to perform a chest x-ray to evaluate this patient's right ventricular (rv) lead further. Additional information was received indicating that no further evaluations or corrective actions were performed in this case, as the patient elected to do nothing. The patient does not want a new device implanted. Thus, no replacement/revision will be performed. Both this patient ICD and rv lead remain in service and no adverse patient effects were reported.